Event description:
It was reported that tip marker fell and remained in the patient's body. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 135/20 renegade hi-flo was selected for use. During the procedure, the tip marker fell off and flowed in the distal coronary artery when the wire was loaded. Consequently, the fragment was pushed/fixed towards the periphery of the vessel. It was thought that it was caught by the y connector when the microcatheter was pulled out. The procedure was completed with another of same device. No further complications were reported, and patient was stable post procedure.